Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive result for 1 asymptomatic patient. The customer communicated the patient tested negative with another molecular (pcr testing) method. It was reported that the result was a part of 200 total samples tested and the overall false positive rate was 0.5%.